Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior apical prolapse cure procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, when the physician pulled the suture with the capio slim out of the vagina, the dilator broke into two pieces. The broken dilator piece and the needle were retrieved. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Analysis of the uphold lite revealed the blue dilator was returned with the suture and dart attached. The sleeve with leader loop was still attached to the blue dilator. The sleeve appears cut. The blue with white stripe dilator is broken into two pieces and includes the suture and dart. Analysis of the capio slim suture capturing device revealed no damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior apical prolapse cure procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, when the physician pulled the suture with the capio slim out of the vagina, the dilator broke into two pieces. The broken dilator piece and the needle were retrieved. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.